Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated. To restore functionality, the x-stage cover was replaced. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: b i71000158, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry of the imaging system could not dock due to damage to the x-stage cover. There was no patient present when this issue was identified.